Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012449260); product type: 0195-heart valves. Product ID: evfxplus-26 (j359217); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed as a standard for the implanting physician. Following the valve deployment, the valve dislodged. A snare was used to move the valve into the ascending aorta. A second valve was loaded into a new delivery catheter system (dcs) and advanced to the annulus; however, the nosecone of the dcs caught on the dislodged valve, moving it and causing an aortic dissection above the sinotubular junction. Subsequently, a pericardial window was performed and extracorporeal membrane oxygenation (ECMO) was initiated. A 2-hour procedural delay occurred. Due to the severe blood loss, ECMO was not able to flow successfully, and subsequently, the patient died.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty was performed as a standard for the implanting physician. Following the valve deployment, the valve dislodged. A snare was used to move the valve into the ascending aorta. A second valve was loaded into a new delivery catheter system (dcs) and advanced to the annulus; however, the nosecone of the dcs caught on the dislodged valve, moving it and causing an aortic dissection above the sinotubular junction. Subsequently, a pericardial window was performed and extracorporeal membrane oxygenation (ECMO) was initiated. A 2-hour procedural delay occurred. Due to the severe blood loss, ECMO was not able to flow successfully, and subsequently, the patient died. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at mid pigtail catheter. The valve was deployed at a depth of 2 mm on both the left and non-coronary cusps, and dislodged towards the aorta. The first dcs might have contributed to the dislodgement as the valve paddle looked like it could have gotten stuck in the paddle receiver pocket upon release. Additionally, the patient's tortuous aorta could have contributed to the dislodgement due to the angle of the dcs.